Event description:
It was reported that the patient with this pacemaker device was in the hospital and on telemetry. There were no allegations against the system related to the patient being in the hospital. Subsequently, telemetry revealed potential undersensing. This pacemaker remains in service. No adverse patient effects were reported.